Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 551 mg/dl at the time of the incident and the current was 421 mg/dl. The customer was treated with the manual insulin shot. The customer was not admitted into the hospital as result of the high blood glucose. The customer stated that the customer alleges the insulin pump was under delivery. The drive support cap was normal. The customer stated that multiple large bubbles are present along the tubing length slight kink on tube near the reservoir 2mm bubble. The device will not be returned for analysis.